Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined that the reported balloon rupture appears to be due to case circumstances. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery that was heavily calcified. Due to the heavy calcification the armada 35 balloon ruptured at an unknown pressure. Another balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided..